Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse observed that the vacuum trap was overflowing and the liquid had flooded the pneumatic supply. The fse emptied the vacuum trap and the leak was fixed. The fse could not determine how the vacuum trap overflowed. The fse also replaced the pneumatic supply because it was not working after it was flooded. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).

Event description:
Customer reported a leak inside the coulter lh 500 hematology analyzer. The leak was approximately 1 cup of fluid and was not contained to the instrument. No erroneous results were generated. There were no injuries or exposures to any laboratory personnel. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.